Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 214 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer was not able to clear alarm. Customer was advised that battery cap would be replaced. Customer called back after receiving battery to report that issue was not resolved. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip.